Event description:
On (B)(6) 2025 the user¿s healthcare provider reported that on (B)(6) 2025 the user experienced hyperglycemia, but no bg value was provided. The user had not received insulin for approximately fourteen hours prior to seeking medical evaluation. The user was transported to the hospital where diabetic ketoacidosis was treated and the user was discharged the same day, with no additional treatment details provided despite follow-up attempts.

Manufacturer narrative:
It was reported that the user experienced a high blood glucose event that progressed to diabetic ketoacidosis after insulin delivery had ceased for an extended period. Attempts to gather additional details from the user¿s family were unsuccessful, and no device malfunction has been confirmed based on information available to date. A follow-up MDR will be submitted if additional information becomes available or if a device evaluation becomes possible.